Event description:
It was reported that the pump bolus history did not reflect accurate data despite being in use. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer requested and approved multiple boluses back-to-back; these actions were followed by the low bg event. Customer consumed carbohydrates to address low bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.